Manufacturer narrative:
Additional information was received. The central leak was detected approximately 5 minutes after the sapien 3 ultra implantation. The stiffer wire was still across valve, but it was evident from angiography the leak was not wire related.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 20mm sapien 3 ultra within a 16mm pulmonic valve conduit in the pulmonic position, an echo and fluoroscopy assessment determined the presence of moderate central regurgitation. The exact cause of the central regurgitation is not yet known as further workup is planned. Surgical replacement is planned.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A video of the device post procedure showed the valve was within a conduit and all three leaflets appear pliable and flexible. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. The thv was deployed within a conduit in the pulmonic position. The sapien 3 ultra (s3u) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement in europe. The IFU and training manual in this section are for a tf procedure in the aortic position and were reviewed for relevant guidance for an s3u using a commander ds. Per the procedural training manual, post deployment thv assessment: withdraw the delivery system from the thv before assessing. Perform an aortogram with wire still in the lv to assess: thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.), and annular and aortic integrity. Rao projection provides the best view of the lv (no overlap with aorta). Note: stiff wire tends to exacerbate central ar. Post deployment thv assessment: assess the thv post deployment using fluoroscopy. Withdraw the delivery system from the thv before assessing. Assess the thv post-deployment using fluoroscopy. Waiting 5 to 10 minutes may help in assessing final pvl. Assess the thv post-deployment using echo in multiple planes. Assessing regurgitation: echocardiography is the gold standard for assessing prosthetic thv function. Echo should be used for assessing prosthetic valve function and valvular regurgitation (central or paravalvular). Central regurgitation. Secondary to wire. Management depends on etiology. Stabilization of hemodynamics priority. Management can include post-dilatation or surgery. No IFU/training deficiencies were identified. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. It should be noted that the thv was deployed within a conduit in the pulmonic position. The sapien 3 ultra (s3u) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement in europe. The IFU and training manual in this section are for a tf procedure in the aortic position and were reviewed for relevant guidance for an s3u using a commander ds. The complaint was unable to be confirmed, as no relevant procedural video/imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the report, a stiffer wire was still across the valve, but it was evident from angiography the leak was not wire related. Per the procedural training manual, ¿note: stiff wire tends to exacerbate central ar¿. Additionally, per the procedural training manual, ¿echocardiography is the gold standard for assessing prosthetic thv function¿. Imagery obtained using angiography during the procedure may have incorrectly shown what appeared to be a central leak. It is possible that leaflet functionality may have been impacted by a stiffer wire and regurgitation would have been observed; however, without further imagery, this is unable to be confirmed. It is also important to note that the valve was implanted in the pulmonic position which is currently not indicated for the sapien 3 ultra valve. Available information suggests that procedural factors (stiffer wire across the valve) may have contributed to the complaint event. However, without further imagery from the complaint site, a definitive root cause could not be determined at this time. The complaint for ¿valve ¿ regurgitation ¿ central leak¿ was unable to be confirmed due to echo unavailability, but no manufacturing non-conformances were identified during evaluation. Available information suggests that procedural factors (stiffer wire across the valve) may have contributed to the complaint event. However, without further imagery from the complaint site, a definitive root cause could not be determined at this time. No IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.